Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. Product locattion unknown

Event description:
During sterilization by a third party, an instrument was dropped and disassembled. It was then noticed that the instrument contained blood and bone.

Manufacturer narrative:
This follow-up report is being filed to relay this MDR is a duplicate of 1825034-2016-04155.